Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no dvi (digital visual interface) output resulting in no image. The issue occurred during diagnostic procedure. The procedure was completed without any report of delay. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could be determined, however, the issue was likely the result of a faulty digital processor circuit board. Olympus will continue to monitor field performance for this device.